Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not provided for investigation in our service laboratory in bbm melsungen, germany: no pump was sent to melsungen for investigation. The attached history file was analyzed. On (B)(6) 2021, the pump was turned om at 05:36am. The parameters 7ml/h flow rate and a vtbi of 7ml were set. The syringe bd plastikpak 10ml was used. The therapy was started at 05:42am. From 06:02am to 06:12am three pressure alarms occurred in a row. The infusion was stopped at 06:13am. The dose was set from 15 mg/kgkg/hour to 22.23 mg/kgkg/hour by a user. The therapy was started again at 06:16am with a flow rate of 10.38 ml/h. After two another pressure alarms, the infusion was stopped again at 06:33am. The dose rate was set to 10.19 mg/kgkg/hour and raised again to 22.23 mg/kgkg/hour by a user at 06:37am. The infusion was started again at 06:37am. At 06:4am the syringe near empty alarm occurred. The alarm syringe empty stopped the infusion at 06:47am. The pump was turned off at 06:51am. The complaint is not confirmed. No technical malfunction occurred. The dose was raised by a user.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: pump checked x 2 people, infusing at 15mg/kg. Alarmed shortly after and found to be infusing at 19.933mg/kg. Reset at 15mg but only allowed 14.83mg/kg to be set. Further alarm - noticed to be at approx. 4.83mg (as best as can be remembered). Taken out of circulation.